Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-01386, 3006705815-2022-01272. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on both leads. Later patient's ipg became inoperable. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced. During the procedure, it was confirmed both leads were fractured. The physician explanted and replaced both leads to address the issue.